Manufacturer narrative:
Phr review: a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. Imaging evaluation: summary: ¿ two time-points available for evaluation: post-implantation cta dated (B)(6) 2019 and post-implantation cta dated (B)(6) 2020. ¿ on the (B)(6) 2019 images: o there appears to be a viabahn® device implanted in the left subclavian artery. O the length of the implanted device appears to be ~5.6cm, by outer curve length. O the lsa appears to be patent within the device and native vessel. ¿ on the (B)(6) 2020 images: o there appears to be a ~7.3cm segment of the lsa that appears to be occluded. O the occlusion appears to be inside and outside the implanted device. O the occlusion begins at the proximal end of the implanted device and extends ~2cm distal to the distal end of the device. There appears to be flow within the vessel distal to this area of occlusion. There was no allegation of device failure identified by the product performance and clinical application specialists in this complaint. The study coordinator for this patient has communicated that this is a patient with a diagnosis of tumor disease (and smoker), with progression and oncological treatment, which the physician believes to be the cause of the spontaneous thrombosis.

Manufacturer narrative:
As the device remains implanted, no further investigation on the device can be performed. Images were requested and received and an imaging evaluation will be performed. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
A study alert was received from imedidata database. The patient referenced in this event file is enrolled in a registry which has been designed with broad eligibility criteria to capture real-world gore® viabahn® vbx balloon expandable endoprosthesis use, in multiple pathologies and in conditions needing preservation of peripheral vessels. It was reported to gore that patient underwent endovascular treatment on (B)(6) 2019 for an occlusive disease in the left subclavian artery with a gore® viabahn® vbx balloon expandable endoprosthesis (vbx-device). It was stated that on (B)(6) 2020 the vbx-device on the left subclavian artery was thrombosed.